Manufacturer narrative:
(B)(4). Date sent: 12/14/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device clamp broke the tip into the patient's cavity, requiring immediate replacement by another. No patient consequence reported.